Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review, implantable cardioverter defibrillator exhibited bluetooth connectivity issue. No intervention was performed. No patient consequences.